Manufacturer narrative:
Section d information references the main component of the system and other applicable components are:product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type lead product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery and spinal pain. It was reported that the patient complained to their hcp of high levels of discomfort associated with the ins. The hcp deduced that the leads had migrated to a degree that significantly interfered with the therapy. The device was explanted at the patient's request. The rep was notified the day prior to explant, and according to the hcp notes the patient was no longer receiving adequate pain relief. No troubleshooting was performed that the rep was aware of. The issue was resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.